Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2018. The patient was progressing satisfactorily after surgery for 3 weeks until she noticed discharge from her left preauricular wound. A CT scan indicated the presence of an infection. Tissue samples were taken for microbiological testing, and the results showed growth of staphylococcus aureus. The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.